Event description:
It was reported that during a stent graft placement procedure in the inferior mesenteric artery via right femoral artery, the stent allegedly failed to deploy. It was further reported that there was slight challenge in tracking the stent over the guide wire to the targeted artery. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the delivery system was returned for evaluation and the covered stent was still loaded in the delivery system; the force transmitting proximal sheath was broken which indicates high tensile forces were experienced during deployment. It is considered the break of the proximal sheath led to the impossibility to deploy the stent which leads to confirmed results for break and failure to deploy. During testing, the guidewire could be advanced through the delivery system without any difficulties. It was reported that a 16f sheath was used for access, the tracking vessel wasn't calcified but tortuous and it was slightly challenging to track the stent over the guide wire to the targeted artery. Based on available information and the evaluation of the returned sample, the investigation is closed with confirmed results for break and failure to deploy. A definite root cause for the reported event could not be established. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the instructions for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to deployment forces. Regarding correct deployment the instructions for use states: "(.......), maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension." Based on the instructions for use, the material required are "0.035 inch (0.89 mm) guidewire of appropriate length to allow safe delivery of the covered stent and removal of the delivery system" and "introducer sheath with appropriate inner diameter and length". Regarding preparation the instructions for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated". H10: d4 (expiry date: 07/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.